Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the unit was not holding charge. Additional information was received that the unit shut off by itself without any alarms. There was no patient involvement.